Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a low blood glucose of 20 mg/dl. Blood glucose at the time of the call was not provided. Customer experienced no symptoms related to low blood glucose. The low blood glucose was treated via glucose drip. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. The insulin pump will not be returned for analysis. Auto mode feature was in use at the time of the incident.